Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribriform occluder was selected for an implant using a 8f amplatzer trevisio intravascular delivery system. During device preparation and flushing, the device was reloaded twice for teaching purposes with residents and fellows and the device had a normal shape. The device was then deployed in the patient but both disks were deformed into a "bulging" shape. Following the push/pull test, the right disk became flat but the left disk remained deformed. The device was recaptured and deployed again, but the left disk was still deformed. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The device was then retrieved from the patient and replaced with another 25mm amplatzer cribriform occluder the second device was successfully deployed and released with no deformation. The patient remained hemodynamically stable throughout the procedure and has been discharged.

Manufacturer narrative:
An event of device deformity was reported. A photo was received from the field and appeared to show the device deformity; however, the device was not returned for analysis. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. Also, per case detail, during preparation and flushing, the device was reloaded twice for teaching purposes with residents and had the normal shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.